Event description:
A malfunction alarm identified as malf 12 occurred but was resolved without adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, which the customer followed successfully, as the code did not reappear. The customer continued using the pump with the guidance to contact support if any further issues arose.